Event description:
It was reported that the pump's usb port was damaged, causing the cord to not stay connected. There was no adverse impact on the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.